Event description:
It was reported that the patient with this pacemaker device system was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Technical services (ts) discussed that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, greater than 3000 ohms. Due to this, the MRI is considered off label. Further information regarding the outcome of the MRI is being requested. Reprogramming options were recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.